Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/17/2017 with the following findings: evaluation revealed that the abb cover detached/missing. A battery compartment crack was found at the threads to the left of the bumper and at case seal below the bumper. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 03/17/2017.